Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution. Device failure is suspected.

Event description:
Reporter indicated a vns pt was to have routine generator replacement surgery on (B)(6) 2011. Upon opening the generator pocket in the surgery, it was noted the lead pins were bent, and the pocket area appeared to be green and black in color. It was stated there was a possibility of infection, and only the generator was explanted at that time. The pt's vns lead was later explanted and a new vns system was implanted on (B)(6) 2011. An implant card received to the MFR stated it appeared the pt had a reaction to a lead fracture. The explanted devices have been returned for analysis with paperwork indicating the pt had manipulated the vns by pulling at the generator during a seizure. Attempts for further info are in progress.